Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is infection and lymphadenopathy. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side " mixed connective tissue", "pain and lymph node infections in armpits, especially in left armpit", "lymph nodes swell up to lumps", "inflamed lymph nodes on one armpit" and pain, hair loss, swelling and edema, "huge weight gain" and "thyroid" problems". Device remains implanted.